Manufacturer narrative:
H4 device manufacturing date added the device history record (DHR) review was performed. The batch was manufactured as per defined device master record. All acceptance criteria were met, and this batch was released meeting all the acceptance criteria. The sample was received and physically inspected. No leakage was found, and no changes were found to the inflated balloon. The reported condition could not be replicated. The actual root cause cannot be determined. No corrective and preventative action (CAPA) is necessary currently. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) review showed the batch was manufactured per defined records and all acceptance criteria was met. The sample has not been received at the manufacturing site for evaluation. The complaint will be reopened and investigated when the sample is received. An actual root cause for the reported condition cannot be specifically identified. No action plan is required currently. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported before use, when the balloon was inspected, the water leaked. No patient use.